Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions via baxter 6200 infusion pumps. After unspecified lengths of time in use, the secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified solutions. The secondary solution containers were hung higher than the primary solution containers. After unspecified lengths of time in use, the nurses returned to the patient's room and noted that the secondary solution containers were full. The nurses expected the solution containers to be empty. It was reported that either the secondary tubing sets were replaced or the secondary solutions were delivered without an infusion pump. There were no reported adverse patient effects and no reported delays in therapies for these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).